Event description:
A customer reported a problem with prime, leakage, and system returning to initial screen during a procedure. The surgery was completed after a 30 minute delay. No patient injury or harm reported. Additional information has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A product lot search revealed no additional reported complaints. (B)(4).